Event description:
It was reported that 2 pen needle 32gx4mm 7 pack had foreign matter before use. The following was reported by the initial reporter: "it was found that there was black spot on the needle while opening the product which was bought at the equipment store. ************************************************************* 2020-12-18 update received from sales representative and event description updated as follows: 1. The telephone contact confirmed that the user who received the feedback was ms. Lin, a staff member of the "licheng medical equipment store". 2. Ms lin called the end customer who was unaware of any other foreign material on the needle while using the first, and when opening the second one they were found to have black foreign material on the steel needle. 3. End customer is concerned about the presence of black foreign matter also present on the first needle which has entered the body, other needles are temporarily afraid to use and are not open and need to be explained by the manufacturer in response to the situation. 4. The product is currently in the hands of end consumers, and ms. Lin said that the end customer has reported the problem to the department of industry and commerce. Please help confirm and follow up. Please contact ms. Lin for follow-up matters."

Manufacturer narrative:
H6: investigation summary: no samples were returned, the certain cause cannot be concluded at the moment. The possible cause is that the lubrication droplets remained on cannula showed blackness fm in the condition of low ambient light. Lot#0065886 DHR and related manufacturing records were reviewed, no abnormality was found. 7pcs retention samples were checked on np needle appearance, no failure found. Based on the investigation above, the certain cause cannot be concluded at the moment. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pen needle 32gx4mm 7 pack had foreign matter before use. The following was reported by the initial reporter: "it was found that there was black spot on the needle while opening the product which was bought at the equipment store. 2020-12-18 update received from sales representative and event description updated as follows: the telephone contact confirmed that the user who received the feedback was ms.(B)(6), a staff member of the "licheng medical equipment store". Ms (B)(6) called the end customer who was unaware of any other foreign material on the needle while using the first, and when opening the second one they were found to have black foreign material on the steel needle. End customer is concerned about the presence of black foreign matter also present on the first needle which has entered the body, other needles are temporarily afraid to use and are not open and need to be explained by the manufacturer in response to the situation. The product is currently in the hands of end consumers, and ms. (B)(6) said that the end customer has reported the problem to the department of industry and commerce. Please help confirm and follow up. Please contact ms. Lin for follow-up matters."